Event description:
Complainant alleged that during biomed testing the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and will be providing a follow-up report when our investigation in completed.